Event description:
Customer reported the device had a limited capacity, although the batteries were fully charged in the charger. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the control unit was faulty due to mainboard. There were also traces of burning in the battery bays. The device was repaired and returned to customer on (B)(4) 2012. The complaint is indeterminate. Placeholder.